Manufacturer narrative:
Device was received into lab on 1/23/2024 for evaluation under srn (B)(6) . Upon evaluation it was found that one of the angulation wire stoppers had detached from the angulation wire causing the reported failure. Under previous repair srn (B)(6) , the angulation system, including wire stopper installation, had been adjusted. The lab investigation determined that during previous servicing the repair technician had not properly secured the stopper to the angulation wire, which resulted in the stopper detaching prematurely from the wire. Since previous repair the device was used 5 times. On 1/26/2024, the lab performed a technical/skills-based training on proper angulation repair with the applicable lab repair technicians to heighten awareness of the issue and prevent reoccurrence. On 2/7/2024, the needed repairs were completed, passed outgoing qc inspection, and was shipped to the customer.

Event description:
The user facility reported that their device angulation had snapped during case on (B)(6)2023. There were no injuries reported and the case was completed successfully however, there was a delay of a few minutes to switch to an alternate device.